Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with the following pre-op diagnosis: spinal stenosis at l1-l2 and at l2-l3. Status post previous laminotomy at l2-l3. Advanced degenerative disc disease at l1-l2 and l2-l3 and underwent the following procedures: bilateral laminectomies and foraminotomies at l1-l2. Bilateral revision laminectomies and foraminotomies at l2-l3. Posterior lumbar interbody fusion at l2-l3 after complete discectomy. Use of a cage in interbody space at l2-l3. Use of local bone autograft as well as rhbmp-2/acs and graft compression-resistant matrix in the interbody space at l2-l3. Posterior spinal arthrodesis at l2-l3. Use of pedicle screw and rod system posterolaterally at l2-l3. Use of local bone autograft as well as rhbmp2/acs in the lateral gutters at l2-l3 posteriorly. No intra-operative complications were reported.